Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified erratic results on cell 2 and a noisy ise sample arm. The service documentation revealed a worn ion-selective electrode (ise) sample arm. The fse replaced cell 2 tubing, cleaned both cells, and verified alignments which resolved the issue. The fse identified cell 1 high standard instability were during the on-site evaluation; flow control valves were ordered. Functional testing performed by the customer confirmed the unit was operating properly. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified the problem as a worn ise sample arm and cell 2 tubing requiring replacement which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
The customer reported cell 2 reported erratic results and was not stable. The customer also reported a noisy ion-selective electrode (ise) sample arm. There was no report of death or serious injury.